Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when new information is received. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a 23mm magna perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approx. 15 years and 9 months due to degeneration leading to regurgitation. A 23mm sapien 3 valve was successfully implanted within the surgical edwards valve using the transfemoral approach.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
As per medical opinion, the valve did not fail prematurely. The patient presented with short of breath and congestive heart failure before the procedure. The patient was noted as doing well and discharged home next day.